Event description:
This device was explanted due to being unable to interrogate. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. In agreement with the clinical observation an interrogation of the device was not properly feasible as a result of a depleted battery. The amount of charge taken from the battery was verified. The battery condition was found to be as expected after an implantation duration of about 112 months. Therefore, the electrical module was attached to an external power supply and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the electronic module proved to be fully functional with an external power supply. The battery condition was found to be anticipated after an implantation duration of about 112 months. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.